Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported the alleged meter inaccuracy began a few weeks prior to contacting lfs; however, did not recall what the inaccurate readings obtained with the subject meter were. It is not known what medication(s), if any, the patient takes to manage her diabetes. It is also not known if the patient made any adjustments to her usual diabetes management regimen in response to the alleged inaccurate result(s). The patient reported that a few minutes after obtaining an alleged inaccurate high result with the subject meter (date/time unknown) she developed symptoms of "feeling sick to stomach, almost passed out and accelerated heart rate." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient did not have all of her testing supplies with her. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after obtaining an alleged inaccurate high reading with the subject meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.